Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted that the monopolar curve scissors instrument's tip would not open and/or close. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on davinci in-house system and it was driven. Instrument passed recognition and engagement tests. The instrument was able to move intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observations not reported by site were scratches on the main insulation tube and tube extension damage. The distal end of main insulation tube exhibited various scratch marks with light material removal. The scratches were short in length and were not aligned with the tube axis. The main insulation tube extension was also found to be broken and it was missing a piece at the proximal clevis interface. The missing piece measured roughly about 0.236 x 0.191. Engineering concluded that damages were likely due to mishandling. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.